Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion and prime test. The insulin pump was received stuck on a motor error alarm that occurred during the bolus or basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on the display window and cracked battery tube threads.

Event description:
No blood glucose levels reported. The customer reported receiving a motor error alert from the insulin pump. The insulin pump was replaced. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.